Manufacturer narrative:
During inspection and testing, foreign objects came out of the distal end of the device due to the air/water tube being clogged. The foreign material was a dry white residue. The report of no air flow was confirmed due to the air channel being blocked. In addition, the air flow and volume did not meet specification, the adhesive on the bending section cover was worn and cracked, the plastic distal end cover was scratched and dented, the angulation knob had slack, the light guide lenses were chipped and cracked, and angulation in the up direction did not meet specification due to wear of the angle wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was no air flow from the device during a colonoscopy procedure. The procedure was completed using another similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign objects came out of the distal end of the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: IFU (reprocessing manual) states on insufficient reprocessing and reprocessing to be performed immediately after procedure as follows: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.